Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center has gone dark for a few seconds in the screen and has a communication error 226. This issue occurred during procedure. There were no reports of patient harm.